Event description:
It was reported that the customer had unexplained high blood glucose and was hospitalized. Customer's blood glucose reading at the time of hospitalization was over 500 mg/dl. Caller stated that the customer had chest pains at the time of hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.